Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2006 due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in (B)(6) 1989. It was further reported patient underwent a reimplantation procedure on an unknown date in (B)(6) 1996. Subsequently, patient was revised on an unknown date in 1997 for an unknown reason. It was further reported patient underwent a radical irrigation and debridement procedure on (B)(6), 2006. Subsequently, a revision procedure was performed on (B)(6), 2006 due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.